Manufacturer narrative:
The pad device was installed on 9th september 2010 and operated successfully until 14th august 2011. After this data, there are multiple events on the same day which would indicate the device was switching itself on automatically. Previous experience has told us that the reported symptoms can be caused by a problem with the device membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.